Manufacturer narrative:
(B)(4). Method (other) - lens work order search. Results: visual inspection of the returned product found the lens stuck in the injector system. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a 06.0 diopter aq2010v silicone three piece lens was stuck in the injector system and there was no patient contact. Another same model lens was implanted. The reporter stated the injector system may have caused the lens to become stuck.